Manufacturer narrative:
Visual inspection confirmed the reported complaint. For the first device, the distal tip is hanging off but still attached by suture to the inserter. For the second, the suture is off and the distal tip is hanging from it, leaving the balance of the anchor on the insertion device. The anchors experienced excessive torsional overload. In addition, the patient¿s bone quality was reported as hard and the site prep used was a tapered gold awl. This prep was inadequate in this case. Due to these observations and the evidence provided no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that two anchors broke at the tip during insertion. The broken pieces were successfully removed. The case was able to be completed successfully with a backup device. There were no reported patient injuries. No other complications were noted. Report 1 of 2.